Event description:
Procedure: wedge resection. Reportedly, fired the instrument, but the tissue slipped out from the jaws and the staples on the tip of the cartirdge could not be formed properly. Reinforced the area with re-anastomosis. No further patient injury reported.